Manufacturer narrative:
Additional information was received on may 22, 2009. Event was re-assessed and found to be MDR reportable. The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.

Event description:
It was reported that pt underwent total hip arthroplasty in 2008. Revision surgery was performed in 2009, due to deep infection.